Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot run detect or treat) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable was cut, damaging wires in the cable. The root cause for cut cable was physical abuse. No adverse event resulted from the defective belt.

Event description:
A us distributor reported that an electrode belt was unable to undergo incoming functional testing.